Manufacturer narrative:
H3 other text : device has not returned to the manufacturer for evaluation.

Event description:
The manufacturer received information in relation to a ds2adv auto CPAP. The patient alleged thermal issue with the device and water tub getting burned and discolored. There was no report of patient harms or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.